Event description:
Voluntary medwatch received states a patient's previously capped right atrial lead had exhibited an infection. A revision was performed and the pacemaker along with the right ventricular lead, right atrial lead and previously capped right atrial lead were explanted. The previously capped right ventricle lead remained capped. No additional adverse patient effects were reported.